Manufacturer narrative:
G4: 06nov2020; b4: 06nov2020. The field service engineer confirmed the touchscreen was broken and advised to replace the touchscreen. The customer was provided a quote for repair but declined services. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4:10dec2020 b4: (B)(6) 2021. Besides the confirmation that the touchscreen was not working and was replaced, the service technician also found damages to the side and back cover of the display. The technician replaced the side and back cover. The unit was then tested and the issue was resolved. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 10dec2020. B4: 11dec2020. The customer approved the quote for repair. The manufacturer's international service technician replaced the touchscreen. The unit was then tested and the issue was resolved. Based on information provided and service performed, the customers alleged malfunction was confirmed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 01sep2020.

Event description:
It was reported there was a touchscreen failure. The device was in clinical use at the time of the issue, however no patient harm was reported.